Manufacturer narrative:
During inspection and testing, the customer's reported issue (image flickers) was not confirmed or duplicated. Service found there was leakage due to a pinhole in the instrument channel, the adhesive on the bending section cover was chipped, there was noise during angle operation, the universal cord was wrinkled, the light guide connector was discolored, the label on the light guide connector came off, and the up/down angle fixing lever was discolored. Scratches were observed on the insertion section, the control section, the universal cord, the grip, the angle lever, the up/down plate, the video connector, the light guide connector, and the up/down angle fixing lever due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the displayed image on the subject device was flickering. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the instrument channel port was scraped. This report is being submitted for the malfunction found during evaluation (scraped instrument channel port).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. There was a possibility that tubing was [inappropriately] attached to the forceps mouth. However, it was not possible to further determine the factors that occurred. Olympus will continue to monitor field performance for this device.